Event description:
It was reported that a pump keypad is inoperable. The customer stated that the pump shuts down when the run button is pressed. It was also reported that there was no patient incident or adverse event.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The unit in its received condition permitted power up, navigation, and pump run, however, has limited keypad operation due to the run/stop key intermittently functioning as the on/off key. This was caused by a failed input/output printed circuit board (I/o pcb). All remaining keys functioned as expected.